Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered.

Manufacturer narrative:
Evaluation summary: the condition of underdelivery was confirmed. Inspection of the device found that the pump underdelivered due to a faulty pump head module. The pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.